Manufacturer narrative:
Our quality engineer inspected the photo and sample submitted for evaluation. The reported issue of needle clogged/ blocked was confirmed upon inspection of the sample. Analysis of the sample showed a v cut on the catheter tubing near the nose of the adapter. The sample failed a catheter leak test. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The assembly process was reviewed. If the needle had pierced through the catheter during the manufacturing process, the defect would be detected and auto rejected by the 100% inline tip spear vision inspection system. Needles can pierce through the catheter during product application, when the product was manipulated, or during needle cover removal if not done carefully.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte-w winged yel 24ga x 0.75in-leakage.